Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the first assistant and scrub technician were both unable to make the connection between the pump cable and the modular cable. They were unable to get the yellow line to disappear. The doctor was eventually able to make the connection. Modular cable manufacturer's report number: 2916596-2022-10563.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported connection difficulty could not be confirmed as no product was returned for evaluation. A specific cause for the reported event could not be conclusively determined. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24jan2022. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 5 of the IFU, ¿surgical procedures¿, provides instructions for connecting the modular cable to the pump cable under ¿preparing, running, and priming the pump¿. These instructions state that to connect the pump and modular cables, first align the inline connection triangles on the connectors to ensure proper pin alignment. Apply firm force to engage the inline connector and rotate the locking nut until the clicking sound stops and the yellow line on the threaded portion of the connector is no longer visible. This section also states that the yellow line should be fully covered to ensure a secure connection. Section 5 also warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.